Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that the pumps the healthcare provider (hcp) managed only last about 4 years. It was confirmed that the hcp did not use a manufacturer refill kit and would use off label drug. No symptoms were reported and the event date was unknown.